Event description:
A malfunction on the pump was reported by the caller. There was no reported adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump, provided pump reset information, and confirmed that the same malfunction code did not recur after the reset. The caller was advised to continue using the pump and to contact technical support if the malfunction code reappeared, which they acknowledged and understood.